Manufacturer narrative:
H10: it is unknown whether there was deviation from instructions for use in reprocessing steps for the area where foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states the detection method in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to the phenomena identified in b5, the following phenomena were also identified during evaluation the light cover glasses adhesive was uneven, the distal end cap was worn, the control body aspiration housing colored ring was damaged, the control body air/water housing colored ring was damaged, the up down right angle was not specification, the electrical safety test was not to specification, and there was interference with the image. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex video scope was cloudy in the center of the image. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the foreign material in the air/water channel was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.